Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the frame was broken at a weld where the seat post goes in.